Event description:
Reporter alleged that his son obtained a reading of 110 mg/dl on him using the aviva system while he had the hypoglycemic symptoms of being unresponsive and confused. Reporter stated that his son took him to the hospital after the result did not match the symptoms, some unknown time later, a result of 55-60 mg/dl was obtained on their system. Reporter stated he was treated with food and an IV at the hospital. Reporter stated he was kept overnight. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.